Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown, but the event resolved on its own.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The nurse practitioner noted the patient's pressure measurements to be erroneous and/or dampened. The patient was contacted regarding any symptoms that may have caused the dampened/erroneous waveforms. The patient stated they did not experience difficulty in obtaining readings. A few days later, the nurse practitioner stated the problem resolved on its own. The sensor is sending valid readings. No further action required.